Manufacturer narrative:
Investigation results: the complaint that the catheter was damaged by the needle was confirmed and the cause appeared to be associated with use. One 22g nexiva IV catheter was received with evidence of use. A cut was observed in the catheter tubing. The complainant indicated that the catheter was damaged by the needle. Due to the evidence of use, the catheter was likely cut during the insertion process. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information was provided

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle pierced the catheter the following information was provided by the initial reporter: rn inserting new peripheral IV when advancing the catheter into the vessel the plastic catheter was bifurcated by the needle. There were no complications or harm to the patient or staff.